Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant the right atrial (ra) lead had a dislodgement. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant the right atrial (ra) lead had a dislodgement. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.